Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned ,and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags, or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal, which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence, which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors, and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. There was no product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on (B)(6) 2020. It was reported that the patient passed away while in the hospital. Per clinical review of the available ECG information, the patient degraded to vf at 19:04:27 on (B)(6) 2020.  The lifevest delivered one appropriate treatment at 19:05:04, which converted vf to vt at 170 bpm. Motion artifact and ECG interference were noted on the ECG recording following the treatment shock. A non-treatable rhythm was detected at 19:05:27. The electrode belt was disconnected at 19:05:27 preventing subsequent monitoring. The lifevest properly detected vf, and delivered an appropriate treatment.